Manufacturer narrative:
The device was manufactured from february 11, 2020 - february 12, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) did not flow during a patient infusion. The device had been filled with 12g antibiotic (non-baxter) and 240 ml sodium chloride (nacl). The expected infusion time was 12 hours and the device ¿diffused a little less than half of the solution¿ after 12 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.